Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using pod3s. During the procedure, the physician felt resistance while advancing the first pod3 through a non-penumbra microcatheter into the target vessel. It was also reported that the pod3 partially advanced into the target vessel before it kicked back into the microcatheter. The physician then attempted to re-advance the pod3 into the target vessel, but the same issue occurred. The pod3 was therefore removed and was not used in the procedure. The procedure was completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.